Manufacturer narrative:
A pair of leads experiencing high impedance issues were reported to abbott. The leads were subsequently explanted and returned for analysis. Evaluation identified fractured conductor wires, which are capable of producing the elevated impedances observed in the field. Based on the available information, a single definitive root cause cannot be conclusively established. However, the observed lead fractures are consistent with an in vivo overstress condition. Both leads were replaced, and effective therapy was successfully reestablished.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.